Manufacturer narrative:
(B)(4).

Event description:
It was further reported the target lesions were located in the heavily calcified right coronary (rca) with 140 degree angle. Two ablation passes were performed with the rotablator burr in the first lesion with the with 140 degree angle. The physician was then able to access the 2nd lesion with success. During the third pass in first lesion a perforation was noticed. Patient died in surgery. The cause of death was reported as "cardiac arrest related to pericardial tamponade."

Event description:
It was reported that the patient expired. The patient was determined not to be a surgical candidate so rotational atherectomy intervention was performed using a rotablator plus. However, the patient was "too sick for any intervention" and expired. It was further noted that the device "worked fine." There was no malfunction.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).